Event description:
It was reported that during a transurethral microwave treatment procedure, a balloon leak occurred. The physician inserted the catheter and prior to treatment, a leak was noticed. The physician then attempted to insert another catheter, however, was unsuccessful. The procedure was aborted. No patient injuries or complications were reported.

Manufacturer narrative:
The cooled thermocath (cts) was returned for analysis. Upon visual inspection a large tear was confirmed. The balloon was inflated with 10 cc of ambient water. Upon inflation, a leak was confirmed. The device history record for this was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this shows that the product met its specifications at the time of release. It is noted that, the labeling requires that the location balloon be checked prior to use, after insertion at the bladder neck and every 5-10 minutes during treatment. The leak was confirmed, however, the root cause of the event is unknown.